Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 150 mg/d at the time of the call. The customer reports that the needle hub is stuck in the serter. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The serter may have been damaged or bent. The customer was sent a new serter. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.